Event description:
The customer reported via phone call that the reservoir had a leak during the fill process. The customer stated that this was the third reservoir that did not work. The customer's blood glucose was 100 mg/dl. She stated that the air would not come out and all the insulin came in. She observed the leak near the needle of the reservoir. The customer was advised to replace the reservoir and return the reservoir and transfer guard for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and performed the pre-fill reservoir test. The reservoir failed per inspection, and the reservoir transfer guard needle was occluded.